Event description:
The customer reported to olympus, no image on the hd autoclavable camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. However, the evaluation has not begun yet. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we were unable to identify the root cause of this event. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The device was returned to olympus for evaluation. The evaluation uncovered the connector cracked; a cable twisted, a head switch discoloration, the head switch does not work, and the head part scope mount operation was heavy. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Olympus will continue to monitor the field performance of this device.

Event description:
During a laparoscopic cholecystectomy. There was no procedural delay reported. The patient was under general anesthesia. The procedure was completed using a similar device.